Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure the customer discovered a broken wire on the mega suturecut needle driver instrument. There were no issues during inspection. No instrument conflict. The tip did not move while suturing. They completed the procedure with backup I&a. (14th using). The procedure was completed with no indication of patient injury. On 11/26/2024, isi followed up with the customer and obtained the following additional information about the complaint: suturing was being performed when the issue occurred. There was one cable visibly protruding from the distal end of the instrument. No fragment fell into the patient's anatomy. The instrument was inspected prior to use with no damage noted. The customer provided a photo of the broken cable.